Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "outcomes of cement in cement revision, in revision total hip arthroplasty" written by abhijeet kumar, martyn porter, nikhil shah, chakshu gaba, and paul siney published by clinical science published online 12 december 2019 was reviewed. The article's purpose is to evaluate the effectiveness of cement-in-cement revision of the femoral stem while performing a revision tha. Data was compiled from 75 patients between june 2014 and june 2017. Depuy products were identified as "most" original stems removed among "variety of femoral stems." Depuy products were also identified among non-depuy products utilized in revision tha. Cement manufacturer is not identified. The article only identifies and reports on the femoral stems. Therefore, this pc captures the original depuy stems with related revision reasons and the revision depuy stems with related adverse events. Figures 3-5 and 7 provide radiographic imaging but does not identify depicted products. The adverse events in caption descriptions are captured in the generalized adverse events appropriately. Original depuy stems: charnley modular stem, c-stem amt. Revision reasons for original depuy and/or non-depuy stems: stem loosening (interface unknown) . Peri-prosthetic fracture (femoral) . Loss of bone stock . Femoral component stem fracture . Unexplained pain. Revision depuy stems: charnley modular stem, c-stem amt. Adverse events for revision depuy and/or non-depuy stems: infection (treated by antibiotics and/or 2 stage revision). Stem perforation (treated by re-revision). Periprosthetic femoral fracture (treated conservatively and orif). Sciatic nerve palsy (full recovery in 15 months post op; treatment not reported). Intraoperative fracture (treated by cerclage wire). Dislocations (involved components not identified or reported; treated by re-revision). Femoral component stem fracture (treated by re-revision).